Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and upon review it was determined subtle noise. Troubleshooting options were discussed and recommended. Follow up with the clinic is going. Currently, this product remains in service and no adverse patient effects were reported.